Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the last two times a surgeon did a case there had been an alleged 2-3mm inaccuracy superior/inferior. The issue occurred during the navigate task of a sacroiliac and thoracolumbar procedure. There was no impact on patient outcome due to the surgeon accounting for the alleged inaccuracy. There was no delay to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.